Event description:
On (B)(6), 2010, the lay-user/patient contacted lifescan (lfs) alleging a segments missing display issue with a one touch ultra. The patient manages her diabetes with 60 units of novolin 70/30 insulin and sliding-scale regular insulin. The patient indicated that the alleged issue started on (B)(6), 2010, at 7:30 am. Thirty to sixty minutes after the alleged issue began, the patient claimed that she developed symptoms of shakiness and dizziness. That same day at an unspecified time, the patient reportedly administered self-treatment by eating food and/or drinking a beverage. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, what her last meter reading was before the alleged issue began, what date/time the last meter reading was obtained, if the patient attempted to interpret any meter readings with missing segments, and what actions the patient took before and after the symptoms developed. The meter, test strips, and control solution were replaced. The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a lcd cable/cable connector issue. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a symptom of shakiness which can be associated with severe hypoglycemia after the alleged issue began.

Event description:
It was reported by the customer that on (B)(6) 2010 the fiber tip burned at the tip at 17,426 joules. No patient injury was reported. The failure analysis report is pending from an american medical systems quality engineer.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case failed testing. The meter was found to have a lcd cable/cable connector defect. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
510 (k) # is k062195.